Manufacturer narrative:
There were not a sufficient number of passing tracer points in the anterior/posterior (a/p) direction. The points were red meaning they were excluded. Software is functioning as designed. Root cause is found to be user error.

Manufacturer narrative:
Follow up information provided from the representative found that the issue has not been observed in a subsequent case. The reported event has not been confirmed.

Event description:
A medtronic representative reported after a case that registration was about 5 mm inaccurate. They checked their initial tracer registration and it seemed accurate until they got deeper in the anatomy. They re-registered the patient and it took a few times to pass. When it did pass it again seemed accurate on the face but became inaccurate when they moved internally. No negative impact to the patient outcome was reported.